Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was recently implanted and reported having urinary accidents the day before the call and at night. The patient asked how to use the programmer. Syncing with the programmer on the call showed stimulation was on. The patient increased their settings while on the call and would see if that resolved the issue. The patient was redirected to their healthcare provider if the urinary symptom return didn¿t resolve. The patient noted a follow up appointment the following week. No further complications were reported.